Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was worsened after placement of a left anterior descending (lad) artery stent. An impella device was inserted to support cardiac function. The patient required multiple rounds of cardiopulmonary resuscitation (CPR) and return of spontaneous circulation (rosc) could not be achieved, despite resuscitation efforts.